Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence and loading cold insulin. Tandem technical support educated the customer that this is off label. The customer continued to use the existing cartridge. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.